Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) developed an infection. This ICD was explanted and has not been returned for analysis. No additional adverse patient effects were reported.